Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu and completed the device evaluation. The iesu was analyzed, and the reported failure (c-34 error on start) was confirmed and reproduced. The unit was place on an in-house system and was run in normal mode. Additionally, the iesu had no significant scratches or dents. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical generator unit (iesu) was faulting with a c-34 error. The cord, instrument, and ground pad were all changed, and the error still occurred. The nurse power cycled the iesu but it still failed each time. The surgeon requested for monopolar energy. The customer moved the monopolar instrument to a third-party generator to continue with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred in the second case of the day. The system did initially power on without errors. The iesu and system were turned off and on. Isi technical support suggested to use an external generator, but the customer did not have the cable to bypass the iesu. The surgeon elected to use only bipolar energy from the iesu, which was still working.